Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h4 (device manufacture date), h6 investigation summary. The complaint device was received at the service center and evaluated. Per service report, this complaint can be confirmed. During evaluation, it was found that the outer tube, distal tip and distal cover glass/negative were damaged. The repair was carried out to resolve the issue. After repair, the device was found to be working according to the specifications. When the above mentioned optical components are damaged, the image quality will get reduced, therefore is the root cause of the reported issue. A manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device serial number: (B)(6), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported as per mitek express care via email during inspection at (B)(4) of order #0117549330, it was discovered that there were cloudy visual areas on the hd arthroscopes 4.0mm, 30deg, 167mm with mitek lock. There was no delay and no patient harm. This is all the information mitek express care has at this time. This complaint is for one (1) hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock). This report is 2 of 2 for (B)(4).